Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the external processor became hot with device use causing redness behind the ear. The device has been taken out of service and has been requested to be returned to the manufacturer for analysis. The batteries have also been requested for return.